Event description:
Six months after receiving essure I experienced heavy bleeding, random stabbing pains in my abdomen, difficulty at times having intercourse, bloating, tiredness and fatigue, hot flashes, and depression and mood changes, in 2012 I was also diagnosed with ana. (B)(4).